Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: some of the clips looked good and then fell off. The issues with the clips were happening in the first few clips that were deployed from the device.

Event description:
It was reported that during an unknown procedure, the clips are scissoring. Same like device used to complete the case. No patient consequences were reported. No device returning.